Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was incisional hernia. The procedure performed was laparoscopic lysis of adhesions, laparoscopic repair of incisional herniorrhaphy with mesh. (B)(6) 2008 - the patient underwent a subsequent surgical procedure for laparoscopy to repair ruptured mesh repair of incisional hernia with secondary open repair with second piece of mesh and with the preoperative <(>&<)> postoperative diagnosis was recurrent incisional hernia. The patient experienced ruptured mesh, revision, removal, and recurrent hernia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after the implant, the patient experienced ruptured mesh, hernia recurrence, infection, chronic pain, mesh migration, seroma, bowel moved into mesh, emotional distress, mental anguish, and adhesions. Post-operative patient treatment included hernia repair with mesh, mesh revision, removal of mesh, revision surgery, laparoscopy, bowel resection, hospital stays, and medication.

Manufacturer narrative:
Additional information: a4, b2, b5, b7, d8, g1, h4, h6 (ime, imf, device codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after the implant, the patient experienced ruptured mesh, hernia recurrence, infection, chronic pain and mesh migration. Post-operative patient treatment included hernia repair with mesh, removal of mesh and revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.